Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the pacemaker exhibited intermittent far field r wave (ffrw) oversensing. No changes or interventions were reported. There were no patient consequences.